Event description:
N/a

Manufacturer narrative:
Due to character restriction in block e1 e1 event site address is (B)(6) updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code )

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields: h6(problem code) the fse diagnosed the specific fault as a problem with the drive valve assembly or aging of parts. A third-party engineer was involved in the diagnosis and repair. However, no repairs were made, and no parts were replaced. Unit use is not approved. The customer refused and will not provide repairs in the future.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs100 intra-aortic balloon pump (iabp) had low negative pressure alarm. There was no patient harm.